Event description:
The customer reported the system froze and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a touch screen calibration. System operates as intended. (B) (4).